Manufacturer narrative:
On (B)(4) 2018, the field service engineer (fse) was at the customer site and confirmed that the lh780 hematology analyzer was generating abnormal plt results. The fse replaced the platelet processor board assembly to resolve the issue. Patient information was not provided by the customer. (B)(4).

Event description:
The customer reported that their lh780 hematology analyzer generated plt voteouts and erroneous high platelet (plt) results on patient samples. Erroneous results were not reported outside of the laboratory. There was no report of impact or effect to patient treatment as a result of the reported event. The customer did not provide the patient data for this event.